Manufacturer narrative:
The technician found a stuck function button on the caregiver control. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caregiver control to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the knee function on the bed is constantly running. There was no patient/user injury reported. (B)(4).